Manufacturer narrative:
A specific root cause could not be identified. Calibration and qc results run in association with the samples did not indicate an issue. Analyzer performance checks were within specification. No patients were adversely affected as none of the erroneous results were reported outside the laboratory.

Event description:
The user experienced an intermittent issue with questionable troponin t and troponin t stat generation 4 (troponin t stat) results that was ongoing for 15 months. The user provided data for four patient samples. Patient sample 1 initial troponin t result was 0.036 ng/ml with a data flag and the initial troponin t stat result was <0.010 ng/ml with a data flag. The repeat troponin t result was <0.010 ng/ml with a data flag and the repeat troponin t stat result was <0.010 ng/ml with a data flag. A result of <0.01 ng/ml was reported for this sample. On (B)(6) 2011, patient sample 2 was from a (B)(6) male. The initial troponin t result was 0.045 ng/ml with a data flag and the initial troponin t stat result was <0.010 ng/ml with a data flag. The repeat troponin t result was 0.089 ng/ml with a data flag and the repeat troponin t stat result was <0.010 ng/ml with a data flag. The patient was tested a third time using a serum tube from same draw and the troponin t and troponin t stat results were <0.010 ng/ml with data flags. A result of <0.01 ng/ml was reported for this sample. On (B)(6) 2011, patient sample 3 was from a (B)(6) female. The initial troponin t result was 0.145 ng/ml with a data flag and the initial troponin t stat result was <0.010 ng/ml with a data flag. The sample was to a sister hospital and tested on e411 serial number (B)(4) and the troponin t result was <0.010 ng/ml with a data flag and the troponin t stat result was <0.010 ng/ml with a data flag. A result of <0.01 ng/ml was reported for this sample. On (B)(6) 2011, patient sample 4 was from a male patient. The initial troponin t result was 0.086 ng/ml with a data flag and the initial troponin t stat result was 0.021 ng/ml. The repeat troponin t result was 0.038 ng/ml with a data flag and the repeat troponin t stat result was 0.023 ng/ml. The sample was to a sister hospital and tested on e411 serial number (B)(4) and the troponin t result was 0.016 ng/ml and the troponin t stat result was 0.023 ng/ml. A result of 0.02 ng/ml was reported for this sample. The patients were not adversely affected as the erroneous results were not reported outside the laboratory. The troponin t reagent lot number was 15930001 and the troponin t stat reagent lot number was 15989402. The field service representative could not find a cause. To verify the analyzer operation he ran performance testing with good results.